Event description:
It was reported that the right ventricular lead exhibited high lead impedance. The lead impedance had been increasing over the previous month. The patient had reported multiple episodes of syncope; no oversensing was reproducible in the clinic. The lead was capped and replaced on (B)(6) 2017. The procedure was successful and no adverse event to the patient.